Event description:
Boston scientific crm received info that this right atrial (ra) lead became dislodged the day it was implanted. The lead was repositioned and then dislodged again one day post-implant. As a result, the ra lead was explanted. A new ra lead was successfully implanted. This lead was explanted. Pending the return and analysis, this section will be updated appropriately.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.